Manufacturer narrative:
Product event summary: at analysis it was noted that the device failed incoming testing on the automated test console, that its main board was defective. The device would turn on while the battery drawer was being closed which is not considered normal. Also, the device would "hang" during testing, the emergency button did not work (when pressing the button the device did not go into emergency modus). It was additionally noted that even after replacing the main board the device still started up when closing the battery drawer and that it was not possible to switch it off and that the emergency button did not work. It was also noted that the battery contacts were contaminated, the bails and ring attachments were missing, the lower case was damaged and the device was sticky. Per the customer request the device will be returned to them unrepaired, though it was previously recommended that the device be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with a broken case. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.